Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the rx voyager ruptured at 12 atmospheres during the second inflation in the tortuous and calcified mid left anterior descending artery. The ruptured rx voyager was completely and easily removed from the patient. An nc voyager was used to complete the procedure. There were no adverse patient effects reported. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.